Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The device exhibited normal device characteristics. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Sterilization record did not reveal any anomalies or deviations that potentially relate to the reported event. The device exhibited normal device characteristics. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the splitter¿s review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A setscrew imprint was visible on the spacer between the retention sleeve and the electrode #16. This indicates that the lead was not fully inserted into the ipg port when the set screw was tightened. Sc-3400-30 sn (B)(4) device evaluation indicated that the splitter¿s review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Two setscrew imprints were visible on the spacer between the retention sleeve and the electrode #8. This indicates that the lead was not fully inserted when the ipg setscrew was tightened. In addition, the lead body was burned and exposed the cables through the opening. The burn damage is a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.